Event description:
Customer reported that she was hospitalized for non-diabetes related issue. Customer stated that while in the hospital she developed high blood glucose. The blood glucose reading at the time of hospitalization was 396 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch.